Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Building service coordinator reported "upstream while testing down". No patient involvement.